Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the infusion device changed the basal rate profile by itself, and this resulted in the wrong amount of insulin being delivered. The customer experienced hyperglycemia of 29.0 mmol/l as a result. No adverse event was reported. The alleged product was requested for evaluation.